Event description:
It was reported that 268 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.5mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x16mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 268 days after the initial procedure, the patient required a tvr for diffuse in-stent restenosis. The physician successfully placed a taxus express2 stent in the mid rca. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is probable.